Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his sensor readings are either forty points below of fifty points above his blood glucose level. The issue usually happens on the third or fourth day of wearing the sensor. The false readings have sometimes caused the threshold suspend feature to activate. Sometimes when customer sleeps, the device shuts off and he doesn't know. Customer calibrates up to six times a day, usually when he checks his blood glucose. He was advised calibrating more than four times a day can throw off the sensor. Customer was advised to monitor the device and upload to carelink. Customer did not provide his blood glucose. Nothing further reported.